Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015 one unit was received and evaluated. Visual inspection noted a white particle floating in the device. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. This was found after compounding with ceftazidime. There was no patient involvement. No additional information is available.